Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving fentanyl with concentration 500 mcg/ml at a dose rate of 3.1 mcg/day and morphine with concentration 20 mg/ml at a minimum dose rate via an implantable pump for non-malignant pain. It was reported that the patient¿s pump was programmed to minimum rate in 2015, then the patient was sentenced to jail where his pump was unable to be managed. The pump had been beeping / alarming for two years, and upon interrogation the pump's low reservoir alarm occurred on (B)(6) 2015. It was noted that therapy was not intentionally discontinued and that it was known the patient would not be able to be managed from jail. The pump was due for a refill. It was further noted that now that the patient was out of jail and the hcp wanted to turn the pump off and planned to replace the pump. The pump off password was provided as requested. The date of event was 2015. The date (B)(6) 2015 is considered an approximate date of event (year known only). No patient symptom was reported. No further patient complications have been reported as a result of this event.